Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. On june, 2004, a leak developed distal to the suture wing at the 2 centimeter mark, inside of the pt. The PICC was removed on the same date.